Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as hypoglycemia. The customer blood glucose level was 411 mg/dl. Customer stated that second day low blood glucose down 41 mg/dl and drink (B)(6), a little bit later 125 mg/dl. The customer was not able to troubleshooting low blood glucose he was about to get lunch and has not eaten before it went low wants to talk about calibration not accepted and replacement. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.